Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-nov-03. The manufacturer representative met with the patient on (B)(6) 2017 and added new programming. Per the patient everything had been fine since then. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. It was reported that while interrogating the patient¿s device, the rep had a ¿all settings being cleared¿ message on their clinician programmer. The rep stated that the clinician programmer then when back to the normal interrogation screen, and they saw the normal settings, recharge interval, and coupling screens. The rep indicated that they don¿t remember if they clicked on anything, but all of the settings were deleted. They noted that the observation screen indicated that stimulation was off, and to charge soon. The rep reported the following from the clinician programmer: last session-(B)(6) 2016, active group- nothing there, available group-?, use %- ?. It was noted that the patient has been feeling comfortable stimulation. They stated that when the patient leads, sinks into their couch, has intercourse, or slumps over, they feel extra stimulation, which is normal for them. The rep also mentioned that electrode impedances were within normal limits. The rep stated that he patient had a wrist surgery 3 weeks prior to the report, in which they think electrocautery was used. The patient had not turned stimulation off during the surgery. The rep stated that the patent did not recall seeing any error message on their recharger or programmer. The patient was to follow-up with their healthcare provider regarding reprograming, and impedance checks. No further complications or patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight information was received.